Manufacturer narrative:
The MFR's service rep performed an onsite investigation. The generator interface board was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system would not produce x-rays. No pt injury was reported.